Event description:
It was reported that during a peripheral stenting treatment procedure, the stent dislodged from the delivery balloon. After attempting to cross the superior mesenteric artery (sma), the express-biliary ld 6.0x30x75 cm stent became dislodged from the delivery balloon. The lesion and vessel characteristics are unknown. The access puncture site and exact intended stent implantation site are unknown. The physician used a 6f sheath and a .035 guidewire to access the lesion. The lesion wsa not predilated. The physician believes that the stent became caught on another stent that was in the renal artery, and caused the express-biliary ld stent to dislodge from the delivery balloon. The physician attempted to pull everything out and change to a 4f guide catheter and a .018" guidewire, but was unsuccessful. He subsequently used a 3 mm balloon to dilate the portion of the stent that remained in the sheath, then, pulled both the sheath and the stent out as one unit while maintaining wire access. He then inserted a new 6f sheath and successfully completed the procedure with a new express-biliary ld 6.0x30x75 cm stent delivery system. Patient status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.